Event description:
It was reported that the customer was in the hospital for the second time in 3 weeks. Customer had no delivery alarms on the insulin pump. Customer removed the battery from the pump and received battery out limit and bad battery alarms. Customer's blood glucose level was 516 mg/dl. Customer changed the infusion set and reservoir, but is still receiving the alarms. Customer was also vomiting profusely and thinks there's been a kink. Customer has no delivery alarm when it is connected to her body. Customer was hospitalized on (B)(6) 2014. Customer was still in the emergency room and about to go into intensive care unit. Customer was in the hospital for 2 days and on an insulin drip. Customer was then released and was wearing the pump at the time of hospitalization. Troubleshooting was performed but the pump alarmed no delivery. Time and date setting were corrected. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.